Manufacturer narrative:
A video was provided showing the 01c-smv3v2 2 gang 1o2 manifold with check valve connected to a non-ICU medical mating device. Leakage was shown on the floor beneath the setup. The area of leakage could not be identified in the video. One used 01c-smv3v2 and one new non-ICU medical extension set were received for inspection on 2/19/2026. No defects or anomalies noted. The 1o2 manifold and mating device were leak tested. The leakage was not replicated. The reported complaint could not be confirmed. The leakage could not be replicated during testing. Although the video showed leakage, it is unknown where it came from. Without the return of the used mating device, a comprehensive failure investigation cannot be conducted. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A 2 gang 1o2¿ manifold with check valve, rotating luer, appx 0.83ml reportedly leaked an unspecified infusate during infusion. There were no further problems occured after the set was replaced. There was no harm to the involved patient.